Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A registered nurse (rn) reported that a peritoneal dialysis (pd) patient discovered a disconnected solution bag line on the cassette during dwell 3 of 4 of pd treatment. The patient did not receive any alarm from the cycler. It is unknown at which point in therapy the solution bag became disconnected. There was no reported fluid leak. The rn was requesting assistance with cancelling treatment, as instructed by the patient¿s pd registered nurse (pdrn). Upon follow up, the rn clarified that the patient was at the rehabilitation center receiving physical therapy in preparation for a prosthesis. The rn reported that treatment was completed with cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. There was no fluid leak observed at the time that the disconnected solution bag was found. The cassette used by the patient was discarded.